Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens but the lens went into the patient's eye upside down. The lens was removed within the same surgery, with no patient injury. The lens tore while being removed and the backup lens was implanted.

Manufacturer narrative:
(B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Evaluation of the returned product found a piece of lens optic and one haptic torn off and missing. The lens was returned dry and there was evidence of dried surgical residue on the lens surface. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)